Event description:
On (B)(6) 2023, neotract was made aware of a patient who received a successful prostatic urethral lift (pul) procedure. During the procedure, the physician noted that one device did not properly deploy the implant, which required removal of the implant through the sheath. It was reported that the procedure was successfully completed, and no patient adverse events were reported. Investigation of the returned device on 31 oct 2023 confirmed that approximately 1.5mm of the needle tip was broken and unaccounted for. The physician was notified and stated that no further follow-up action was planned.